Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no similar incidents reported for difficulty to remove. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It was reported the device was used in a calcified common femoral artery access site. The starclose se instructions for use: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se device with a 6f sheath after a diagnostic procedure. Reportedly, after the starclose clip was deployed, there was difficulty with removing the guide from the access site. Fluoroscopy showed the clip was deployed properly and the guide was stuck far enough away from the artery that with a harder pull the guide was removed with no other issue. Hemostasis was achieved with the same device. There was no reported adverse patient effect or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.